Event description:
The caller alleged discrepant results when compared with the lab results reported as follows: date: 2008, inratio: .9, lab: 2.4.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: .9, lab: 2.4, mean: 1.65, confident limits: 1.2-2.3. As per internal procedure rev.2 the inratio and lab values are not within the confident limits. The product will be investigated.